Event description:
This complaint was received from the clinical study: at eight-month follow-up, the cypher des implanted at svg (aorta-svg- first diagonal branch) was patent. Approximately eleven months later, the patient complained of chest pain. Cag was conducted and focal restenosis was observed at the proximal portion of the implanted cypher. There was 75% stenosis. And stenosis was observed at the bifurcated portion between svg and first diagonal branch. There was 99% stenosis. To treat the restenosis of the cypher stent, another 3.0x23mm cypher des was implanted at 16 atms by in-stent using distal protection. Inflation time is unk. The residual % of stenosis was 15%. To treat the stenosis of the bifurcated portion between svg and first diagonal branch, a 3.0x18mm cypher des was implanted at 14 atms using distal protection. Inflation time is unk. The residual % of stenosis was 25%. Physician's comment: the cause of restenosis was because the target lesion was a svg.

Manufacturer narrative:
The index procedure was an elective case. The target lesion was svg (aorta-svg-first diagonal branch). The vessel was a concentric and tubular lesion. The vessel was not calcified or flexed. The diameter of the vessel was 2.98mm and the lesion length was 18.36mm. Pre-procedure stenosis was 84%. Lesion classification was type c. Radial approach was chosen for the procedure. Pre-dilation was not conducted. A 3.0x28mm cypher des was implanted at 15 atms for 16-30 seconds at just proximal portion of svg. Post-dilation was conducted with a 3.5x18mm balloon at 14 atms. Inflation time is unk. Timi flow pre and post procedure was iii. The residual % of stenosis was 6.0%. Ivus was conducted. Plaste note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.